Event description:
The complainant reported that during impella 5.5 support, the automated impella controller (aic) lost the placement signal overnight, with the display showing dashes in place of the placement signal. Intermittent controller error alarms were also observed, which resolved without intervention. Despite the loss of placement signal, all other functions of the catheter and controller were reported to be operating as expected. The console was replaced with a backup unit; however, the placement signal continued to display dashes, and no further controller error alarms were observed following the console exchange. The device continued to provide support during this time. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.